Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the affected product be received for eval.

Event description:
Customer reported fluid leaked from a crack in the burette during an infusion of rituximab. The rn was holding the buretrol when it cracked, stated she did not squeeze it, just held it gently to see the numbers. No pt harm reported. No further pt/'event info was reported.